Event description:
According to the operative report, this valve was explanted due to pannus and thrombus entrapping one of the leaflets. At explant, one leaflet was noted to be fixed in the semi-open position and the other leaflet was "slightly" impeded by "some" organized thrombus. Once the valve was removed, fibrous pannus extended circumferentially around the inflow side of the valve, adjacent to the sewing cuff. The thrombus was noted to extend from this pannus to the fixed leaflet. The valve was replaced with a 19 mm carpentier-edwards perimount bioprosthesis and a double coronary artery bypass procedure was also performed. The patient was transferred to the ICU in "reasonably stable condition".